Manufacturer narrative:
Contiproduct ID 977a2, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type lead. In manufacturer's report (MFR) # 3004209178-2019-12738, it was reported that the patient's lead was explanted and replaced. Additional review indicates this information was previously reported under MFR 3007566237-2019-00378, and any additional information related to this event will be reported under this MFR 3007566237-2019-00378. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a2, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (device information was reported).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins). It was reported that the patient¿s lead was explanted with replacement on (B)(6) 2018. No further complications were reported/anticipated.